Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure that the stent delivery balloon was unable to deflate due to catheter shaft fracture. The physician attempted to place a 2.5x12mm taxus liberte drug eluting stent into the second marginalis of the circumflex artery. The vessel was reported to be moderately tortuous and 90% stenosed. The physician reported experiencing difficulty crossing the lesion and, once in place, reported only being able to inflate the delivery balloon to 4 atms. He pulled back the entire delivery system and placed another device in the lesion. No pt complications were reported. The pt was administered plavix prior to and following the procedure. They have also been prescribed clopidogrel or ticlopidine for 6-months post-procedure. Asa was administered concomitantly with clopidogrel/ticlopidine and then continued indefinitely. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
Product analysis could neither confirm nor deny the difficulty stated in the complaint. The distal section of the delivery device was received with the stent crimped on the balloon. The stent exhibited proximal stent damage. The distal section of the delivery device, 11.3 centimeters long was received for analysis. Visual and microscopic examination of the separation site revealed that the catheter was cut using a sharp object. Due to the shaft separation, inflation testing could not be performed. Examination of the stent revealed damage to the proximal end. The proximal stent struts were bent. The balloon was visually and microscopically examined. No visual defects were observed under magnification. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. There is no evidence that the device was improperly manufactured. Damage of this nature is usually the result of pulling an unexpanded stent back into the guide catheter. The mfg records for top assembly batch of this device have been reviewed and no issues or discrepancies were found. The cause of the difficulties experienced during the procedure could not be determined.